Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product. Five a definitive root cause for the customer's report could not be determined in this instance. The samples were separated and a visual inspection found no physical damage or defects to the smartsite products or bbraun cannulas which may explain the customer's experience of leakage. In order to try and replicate the customer's experience, the smartsite components were reconnected to the bbraun cannulas; in each instance the connection between the products was found to be secure. Pressure testing of the products did not identify any leakage throughout testing. A review of the production records for lot 1012044 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. A visual inspection of both samples found no physical damage or defects. Functional leakage testing was performed by kinking the catheter tubing and applying pressure using a syringe connected to the female luer of the syringe. No leakage was observed initially; however, it was noted that if the smartsite was not fully connected (hand-tight), some leakage at the connection could occur. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
The reported feedback suggests that there is a leakage. Report suggests not in use on a patient.